Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent l4-5 posterior interbody fusion to treat ddd at l4-5. Posterior instrumentation, peek interbody cage, local bone and rhbmp-2/acs were used. Per the operative notes, 'bony overgrowth was noted over the l5-s1 implants.' There were no noted complications. Patient was discharged on pod 3. At 55 days post-op, x-rays indicated 'interbody cages at 4-5 and 5-1. The interbody fusion actually looks quite good, even at the 4-5 level at only eight weeks. Upright a-p film reveals she is developing a little degenerative scoliotic pattern, may be due to spasm cephalad to the l4 level with screws and rods in good position at l4-5 and s 1. The posterolateral fusion mass is incorporating.' At 94 days post-op, a CT scan of the lumbar spine indicated 'interval extension of the fusion up through l4, with normal alignment and no acute pathology seen. Graft within the l4-l5 disc space and around the posterior hardware at l4-l5 does not yet look solid, but the alignment is normal.' At 193 days post-op, x-rays indicated 'she has an l4 to s1 interbody fusion and posterior spinal fusion. It is all solid. She does have some collapse down on the right side at l3-4 cephalad to her previous fusion. Solid arthrodesis at l4-5 and l5-s1. The posterolateral fusion looks good. No motion at 4-1. She does have hypermobility cephalad to her fusion at 2-3, 3-4, and 1-2.' At 347 days post-op, x-rays indicated '4-1 arthrodesis with interbody fusion, completely solid. She has some degeneration of l3-4 with some rotation above it. No instability on flexion and extension.' At 1274 days post-op, an MRI of the lumbar spine indicated 'normal postoperative changes l4-l5 and l5-s1 levels. No other significant change from (B)(6) 2006. No herniation or stenosis.' At 1572 days post-op, an MRI of the lumbar spine indicated 'normal alignment following fusion l4-s1 with pedicle screws and graft material within the disc spaces. ' impression: normal postoperative study, with no interval change from april. Normal alignment, no significant stenosis.'